Manufacturer narrative:
Batch record review of lot c709 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, MFR's CAPA ((B)(4)) is already in progress to investigate centrifuge bowl leaks. The assessment is based on info available at the time of the investigation. No product has been returned for investigation and the photo eval is still in progress at the time of this report; therefor, final investigation findings are still pending. (B)(4).

Event description:
Complaint was reported via e-mail from the distributor: procedure on (B)(6) 2014. Customer reported seeing air in the pt line. The "drawing" stated, but there was a continuous alarm, as the system has air in flm. They started to follow the protocol as it is written in operator manual. They aborted the treatment, and then noticed a blood leak from the bowl. Distributor also states that pt had another successful treatment same day and that pt's condition is well. No product was returned for investigation, but photos were provided by customer for eval. Updated (B)(4) 2014 (B)(4): distributor sent new mail with extra info: air in the pt line is mentioned, but there are no pictures of that: the reason is because as the instrument started to work, the air went into the flm chamber, together with blood, not possible to take photo of that. Continuous alarm; which alarm: first it was in air line, as the air gone into the flm chamber, then blood pump error. The operator confirmed that they have followed the protocol, as it is written in operator manual, before they decided to disconnect kit. (Saline, needle, etc...). Blood leak; none of the pictures show a leak in the bowl: on the fifth picture at the neck of the bowl, there is a pink ring, you can see the leak above there. Was there a blood leak alarm: we didn't reach that point, because in the flm chamber after the air detect alarm, we followed the protocol mentioned previously, and we couldn't start collection. The operator opinion is, the main problem was the air, the blood leak was recognized just after they disconnected the kit.